Event description:
Patient presented to the physician with redness and purulent discharge at both the neck and chest incision sites. Physician brought the patient into the or, and on evaluation, the chest incision site had opened, exposing the ipg. Physician removed the ipg, sensing lead, and a segment of the stimulation lead and closed. The lead cuff and remaining segment of the stimulation lead were abandoned with plans to remove at a later date. Physician brought the patient back into the or one week later and removed the remainder of the stimulation lead.